Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, when the investigation identified a bent cannula, an issue that could result in a hazardous situation, therefore making this investigation reportable.the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported a line-blocked alarm that had not been resolved with the current cassette no kinks in the tubing or cannula had been noted. The cassette and infusion set had been in use for 48 hours. The ps had advised using a cassette from a new box and replacing the infusion set and tubing. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Additionally, the investigation identified a bent cannula, an issue that could result in a hazardous situation, therefore making this investigation reportable.